Event description:
It was reported that approximately 1.5 months after implant this right ventricular (rv) lead exhibited high pacing thresholds. It was believed the rv lead has dislodged. The patient will continue discussions with the physician regarding considerations/risks associated with replacing the lead entirely versus repositioning. No adverse patient effects were reported. At this time, the lead remains in service.

Event description:
It was reported by the patient that approximately 1.5 months after implant this right ventricular (rv) lead exhibited high pacing thresholds (per clinic follow-up). It was believed the rv lead has dislodged. The patient will continue discussions with the physician regarding considerations/risks associated with replacing the lead entirely versus repositioning. No adverse patient effects were reported. At this time, the lead remains in service. Additional information from the field indicates surgical intervention was performed to reposition this rv lead. It was also reported that the procedure was prolonged due to stenosis in the subclavian vein near the device site. No additional adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. Please note: patient code 3191 was applied to capture both the reportable event of surgery and the prolonged procedure required to reposition the lead.